Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 7575540, # 7576535, # 8672055, # 2991022, # 7570955, # 2990822, and # 8672065. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the screws were found to have failed; the screws had enlarged their holes (halo effect around screws). It was reported that the patient has not fused. The patient was concerned that the metals caused an allergic reaction causing fusion to fail. The patient will need to undergo an additional surgery. No additional patient complications were reported.